Event description:
It was reported that during a da vinci-assisted incisional hernia lpom surgical procedure, the surgeon lost the control of arm 3. The customer recovered the error and continued. The technical support engineer (tse) reviewed the system logs and found an error 706 on the right master tool manipulator (mtmr) on the surgeon side console (ssc) 2. The customer had disabled the mtmr2 and continued the procedure with the ssc 1. There was no report of patient injury. An intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The customer resolved the reported issue by rebooting the system. The system was then working properly and no additional action was required. No product is expected to be returned for analysis as a result. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed an error 706 on the right mtmr of the ssc2 related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(4) 2022 on system (B)(4). This complaint is considered a reportable malfunction event due to the following conclusion: an universal surgical manipulator (usm) was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.